Event description:
It was reported that the ilet device repeatedly cycled from a black screen to a blue circle and faded out, and the user stated the charger indicator was solid green. Symptoms included no reported adverse clinical effects and no impact to blood glucose, with the user continuing dexcom g7 use. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and initiation of a device replacement. Investigation of this device revealed a suspected device startup or display malfunction consistent with a screen unresponsive condition. It was concluded, based on previously established findings for similar reports, that the cause was an unknown device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.